Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had blank display screen. The blood glucose was unknown at the time of the incident. Troubleshooting steps were assisted for blank display screen. Customer stated that, the display did not return. The customer advised to replace and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Failed battery test due to corroded battery tube. Unable to perform the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to failed battery alarm. Motor passed motor test. Insulin pump passed stop current and run current test. No blank display noted. Insulin pump had cracked case at display window corner, reservoir tube lip, stained address/serial number label, minor scratched and cracked display window, and missing end cap sticker.